Manufacturer narrative:
There was/were 8 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device. There was/were 1 case(s) with a sample received for evaluation, a result code of operational problem identified and a conclusion code of cause cannot be traced to device and failure to follow instructions. There was/were 1 case(s) with a sample received for evaluation, a result code of results pending completion of investigation and a conclusion code of conclusion not yet available. There was/were 1 case(s) with a sample received for evaluation, a result code of no device problem found and a conclusion code of no problem detected. There was/were 25 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 36 reported events for q3 2018. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 unknown gender, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 12 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6) year old, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code material split, cut or torn.